Manufacturer narrative:
Summary of eval: the event was not confirmed. Eval of the product was not possible as no product was returned. Review of the batch mfg record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. A review of the complaint history database determined that there were no other events reported for this lot. The exact cause of the event could not be determined. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, surgery personnel reported to materials manager (B)(6) that they had opened 2 doses of simplex tobra cat #6197-9-007 lot mft056 to discover that the bottle of liquid was missing.